Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: during investigation, the battery compartment was cracked at the threads to the left of the bumper, and at the case seal below the bumper. Unrelated to the original complaint, the cover was cracked between the case seal and the keypad cover. Additionally, the audio bolus button cover was damaged/punctured but was responsive during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.